Event description:
A malfunction alarm was reported, identified by technical code 0-0x20e1. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur.